Event description:
It was reported that, one day post implant, the implantable cardiac monitor (icm) device exhibited undersensing due to loss of contact from pocket healing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).